Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient (weight )and event information. Further information was requested but not received.

Event description:
It was reported patient experienced pain at the lead site. To address the issue patient is awaiting surgical intervention at a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
D6b: date of explant is estimated.

Event description:
Additional information received indicated the entire system was explanted in (B)(6) 2024.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.